Event description:
The pt reportedly experienced performance issues and facial nerve stimulation. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device is under consideration.